Manufacturer narrative:
Pt info has not been made available. Device history record (DHR) review indicates the proper materials and mfg methods were used to produce this lot of materials. The complaint sample is unavailable for analysis and is being retained at the hosp. A f/u report will be filed if any additional info becomes available.

Event description:
It was reported that a sheath that was used to introduce an implanted pace maker lead into the left subclavian vein broke inside a pt's body while attempting to peel it away. There were several attempts to remove the sheath with iris scissors and the sheath continued to break off into little sections. The sheath was removed, but small pieces of the sheath were found in the pocket. Any pieces the site was able to visualize were removed.